Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the, there were issues with the product being damaged. Specifically, the guide wire could not be withdrawn as it was stuck, and material was protruding from the catheter array tip, preventing any movement of the guide wire. The material was described as 'reasonable hard, reasonably flexible, and appeared mesh like.' The catheter was retracted back into the sheath, and both the catheter and guide wire were removed from the patient. Attempts to manually push and pull the wire from the proximal and distal ends were unsuccessful as the wire did not move. The product was replaced by another medtronic product. The patient was under general anesthesia, and the case was completed without any patient symptoms or complications.

Manufacturer narrative:
Update to product event summary: additional was received indicating that the reported "catheter/guidewire compatibility" issue was not observed/reproduced with the returned catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: an image file and the pscc100 loop catheter with lot number 0012570250 were returned and analyzed. No log file was received. The image file showed a catheter tip with guide wire extended beyond the tip and foreign material coming out. Visual inspection of the catheter was performed and the catheter appeared to have tissue on the guidewire. The slide control stuck due to tissue on the guidewire. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the material in the tip issue was confirmed through testing and the catheter failed the returned product inspection due to stuck tissue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.